Manufacturer narrative:
This report is made based on the result of evaluation completed on (B)(6) 2011. (B)(6). Correction number : 2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. During evaluation the force sensor assembly was found to be physically damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed a damaged force sensor assembly. This report is being made based on the evaluation results.